Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient's device stopped working shortly after implant and the ins was removed but the leads were left. It was noted that the therapy stopped working. There were no further complications or anticipations reported with this event.